Event description:
In april 2005, baxter help line received a call from facility reporting a patient experiencing nausea, vomitting, stomach cramps, dizziness, and loss of appettite. Patient was treated with 1 g vancomycin and 100 intermuscular tobramycin. Patient is still using the same homechoice machine without any further reports of symptoms.